Event description:
Received a reading of lo. She retested immediately and received a reading of 252 mg/dl. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.